Event description:
Yesterday, I got a crown. They know I have (mcas) mast cell activation syndrome. I had an anaphylactic reaction to glass ionomer cement. The cement got on my tongue and gums, they became on fire and started swelling. My breathing went low and I did neffy. The reaction calmed down but then today it came back. I went to the emergency room (ER) after I did neffy today and they gave me steroids. What can I do to keep the reaction at bay until I can get the cement removed? My tongue is back to stinging and it's only been 6 hours since I went to the ER today. I feel stuck because it's the weekend and can't get in touch with my dentist until monday. I'm already on the whole mcas cocktail. Reported: (B)(6).